Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on its filter. This was found before use. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 11, 2015 ¿ may 13, 2015. One unit was received for analysis. Visual inspection on the returned unit revealed evidence of a single black particle, approximately 0.07 square mm in size, embedded in the material of the stressmember. The particle was not in the fluid path. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.